Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged secondary infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
On (B)(6) 2014, kci received article, tarzia, v, et al impact of vacuum-assisted closure therapy on outcomes of sternal wound dehiscence. Interactive cardiovascular and thoracic surgery (2014) 1-6, that reported that one pt placed on v.a.c. Therapy experienced a secondary infection. No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.